Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's cursor moved independently on the screen after a software update. It was observed that there was an autonomous activation of the screen features. The printer drawer was almost empty. It was further noted that the upper and lower handles were cracked. The upper hinges were worn. An electromagnetic interference repair was performed to avoid the screen issues with the activated finger-touch option. The finger-touch option was tested and worked correctly. All found defective parts were replaced. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer cursor moved independently on screen after a software update. There was no patient involvement.